Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci assisted hysterectomy- benign surgical procedure, the vessel sealer extend instrument was moving in the opposite direction than expected. The procedure was completed with no reports of patient injury.